Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the clinical site did not provide data regarding the actions taken, cause and outcome of the battery was not lasting full 24 hours and not providing relief throughout the night. However, 3 month follow up showed positive outcome with device therapy. No further complications were reported as a result of this event.

Manufacturer narrative:
Patient code (B)(6) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional of a clinical study. It was reported that patient reported their battery was low before going to bed and was not providing relief throughout the night. Battery was not lasting full 24 hours. There was a possible device malfunction. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain via a manufacturer representative. It was reported that the patient was recharging too often and that the patient was getting excellent coupling but was charging for over an hour. The following recharging statistics were reported: (B)(6): charged for 58 minutes from 70% to 100% (B)(6): charged for 1.2 hrs from 50% to 100% it was reported that the recharging mode had not been changed from default but would be confirmed at the patient¿s next appointment. No symptoms or complications were reported.